Manufacturer narrative:
(B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned, it was discarded; therefore a return sample evaluation is unable to be performed. A bezoar is a known complication of an intestinal tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the re-placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient experienced an intestinal perforation. A bezoar was confirmed. The surgeon reported that the bezoar was around the terminal part of the peg-j. The patient had a small intestinal resection. The therapy with duodopa has been suspended.